Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappeared.